Event description:
The caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying different adapters and cables did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump to the customer, who would continue using the current pump for insulin delivery or switch to manual injections if the pump battery were to fully deplete before the replacement arrived. The customer was advised on replacement procedures and understood the required actions upon receiving the new pump.